Event description:
The patient reported that they had one v-go 40 device fall off about five hours after application. It was reported that the device fell off when they were getting dressed and there was interference with clothing and increased movement. The device is not available for return to the manufacturer for evaluation.